Manufacturer narrative:
On february 07, 2023, mentor received additional information. Mentor became aware that the patient developed breast cancer recurrence on the right side. The patient had excision of the malignance mass followed by radiation therapy. This caused capsular contracture formation in the right breast. During the follow up MRI, the left implant was found to be ruptured. The patient's left prosthesis was replaced with a 275cc mentor memorygel breast implant. The date of event was updated to july 01, 2020. On february 20, 2023, the device was returned to mentor for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On february 23, 2023, mentor completed a visual inspection and microscopic examination of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant had a crease/fold on the anterior view. Additionally, a tear was noted within the crease, measuring approximately 0.4 cm a microscopic examination was performed and instrument damage was not found on the area of the tear. The evaluation determined that the possible cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 55-year-old asian female patient underwent a primary breast augmentation surgery with a left-sided 275cc mentor memorygel breast implant and a right-sided 320cc mentor memorygel breast implant. Post-operatively, the patient experienced bilateral baker grade iii capsular contracture, which was diagnosed using the patient¿s symptoms. As a result, the patient underwent removal on (B)(6) 2023. This report is for the left implant. Refer to manufacturing report number 1645337-2023-00857 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).